Event description:
The customer stated that a (B)(6) result of (B)(6) was generated twice for a patient sample using reagent lot 34368li00. The patient had a history of (B)(6) results. The sample was retested using a different reagent lot and the results were (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product (catalog #06c29) that has a similar product distributed in the us (catalog #6l27). (B)(4). No patient sample was available for investigation. A retained kit of the affected lot number was tested for specificity. All negative control values and additional characterized negative human plasma replicates met specifications and the results were in the typical range and no false reactive results were obtained. Additionally, a review for non-conformances and deviations associated with the affected lot was performed. This review resulted in no occurrences that could be linked to the customer's observation. Furthermore, complaint records for the complaint lot number were reviewed and did not identify any problems relating to the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. The specific reason why the customer observed potential false reactive results with lot number 34368li00, when the sample correctly resulted non-reactive with a different lot number is unknown. In all kinds of immunoassays, the detection of the analytes may be influenced by interference, cross reactivities, unspecific binding and matrix effects in rare cases. Interfering substances may be present in real specimen and interact with the analytes or with assay components. Due to the nature of immunoassays which contain biological components some lots may be more prone to this interaction than others. Based on the investigation, it was determined that the architect (B)(4) igg reagent, list number 6c29-20, lot number 34368li00 is performing acceptably. No product deficiency was identified.